Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported receiving a balloon valve leak alarm during dwell 1 of 4 and the treatment was cancelled. There was fluid found in the pump module area and there was a hole seen in the cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient finished treatment with manual set up that same evening and then resumed use of the cycler the next treatment and is continuing peritoneal dialysis therapy with no further issues. The cycler is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported receiving a balloon valve leak alarm during dwell 1 of 4 and the treatment was cancelled. There was fluid found in the pump module area and there was a hole seen in the cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient finished treatment with manual set up that same evening and then resumed use of the cycler the next treatment and is continuing peritoneal dialysis therapy with no further issues. The cycler is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.